Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the original issue was able to be replicated by analysts. The main board was no longer operating properly as a result of normal wear as the pump is over 14 years old. A new main board resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was alarming. There were no reported adverse events.